Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 160 mg/dl. Customer did not provide any additional information. Tandem technical support advised customer to call back in if issues persist.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by MFR: device not returned.